Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 84mg/dl at the time of the incident. The customer states there are small cracks on the reservoir compartment and the reservoir lip is crumbling and the o-rings are coming out. The customer states was hospitalized in the past in the last 6 months for diabetic ketoacidosis but did not want to trouble shot any further. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and delivery accuracy test. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device responded properly to button presses. No damage noted on the keypad traces. No unlock connector on the lcd noted. Device had cracked display window, cracked case at display window corner, cracked reservoir tube near the reservoir tube window, a partially broken reservoir tube lip, missing reservoir tube o ring. No damage noted on the lcd glass. However, the test p-cap and reservoir locks in place in the reservoir compartment.